Event description:
Additional information was requested on 8/11/2010, 9/21/2010 and 10/18/2010 and no response has been received.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. However, the knife was noted to have nicks; this damage is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific crm received information that the patient with this device was involved in a car accident that caused the patient to pass away. Following the accident, it was questioned if there was a cardiac event that could have caused or contributed to the accident. It was also noted that this pacemaker had a defibrillator right ventricular lead.

Manufacturer narrative:
(B)(4). Additional information was requested and the following response was received on 10/29/2010: were there any issues firing the device during the case? If yes, please explain. No, all seemed to be fine. Was a leak test completed during the case? Yes, bubbles visible in the saline during the leak test. If yes, was any leakage noticed? See above. Is the ileostomy temporary or permanent? Temporary, was an ultra low so planned to have one anyway. If temporary, what are the plans for reversal? Unsure of exact timing but surgeon has said will be reversed. What are the patient's age and sex? Male in (B)(6). What was the patient's pre-op diagnosis? Rectal cancer. What is the current status of the patient? The patient recovered well and was discharged on day 6. Upon review of the information provided, that the colostomy was planned, it was concluded that this event does not meet the FDA defined criteria for an adverse event.

Event description:
It was reported that during an ultra low anterior resection procedure, the surgeon reported incomplete donut (didn't specify which one) after firing of the device. The surgeon was concerned that a leak may occur as it was too low to suture over the staple line. The patient received an ileostomy for the moment and the surgeon is hopeful that it will be okay. Additional information has been requested.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.